Manufacturer narrative:
The returned ipg was analyzed, and no anomalies were found during the visual, x-ray and borescope inspections. The impedance measurement with a known good remote control showed good impedances on all ports of the ipg, and it displayed normal characteristics during the functional tests, as all tests of electrode output integrity revealed no issue. Additionally, the ipg was confirmed to be in the elective replacement indicator (eri) state. An analysis of the data log showed that the ipg reached the eri status 8 months and 9.3 days after the initial active programming. The average energy use index (eui) recorded was 26.1, which corresponds to an estimated theoretical battery lifespan of 1 year, 2 months, and 12.7 days. This indicates that the actual battery lifespan was shorter than the projected range. The shorter lifespan is attributed to high anatomical impedance, as stated in the instructions for use (IFU), which indicates that these estimates may not account for any adjustments to stimulation parameters or changes in impedance. Both stimulation settings and operating conditions can significantly influence battery life.

Event description:
It was reported that the spinal cord stimulator non-rechargeable implantable pulse generator (ipg) battery displayed the elective replacement indicator (eri) message. Thereafter, the ipg displayed and reached the end-of-life (eol). Anatomical high impedances were noted. It was noted that the patient was a moderate to high energy user. The physician did not suspect device malfunction. The patient underwent a successful ipg battery replacement procedure. There were no patient complications.

Event description:
It was reported that the spinal cord stimulator non-rechargeable implantable pulse generator (ipg) battery displayed the elective replacement indicator (eri) message. Thereafter, the ipg displayed and reached the end-of-life (eol). High impedances were noted on the ipg. It was noted that the patient was a moderate to high energy user. The physician did not suspect device malfunction. The patient underwent a successful ipg battery replacement procedure. There were no patient complications.